Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: faulty scope socket loose mechanism, faulty turret assembly bent turret gears, lamp 500 more hours. During the device evaluation, additional reportable malfunctions were identified: a faulty scope socket (loose locking mechanism) and a faulty turbine assembly with bent turret gears. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event reported as "error b30", the event "front panel to blink constantly" and event "scope detection slide are not functioning" was caused by scope socket failure, the event "broke lens base" due to missing lens. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the light source had a b30 error (scope communication error). The issue was during preparation for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.